Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 555 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer declined tandem technical support to follow up to obtain a release date, as customer is still in the hospital. System check with tandem technical support confirmed the pump was functioning as intended.